Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) to report an unspecified error message. This complaint was ruled out because the reported issue was resolved with customer service troubleshooting and there were no allegations of harm of injury to the patient. On (B)(6) 2011 the meter involved with this complaint was returned to lifescan and was evaluated by the (B)(4) on (B)(4) 2011. Investigation was not able to confirm the alleged complaint; however, an unreported issue was found where the "error 4" issue was observed with control solution. This complaint is now being reported due to the failed device investigations.